Event description:
The customer contact reported a delay in critical therapy following device breakage. The tubing set was being used to deliver an unspecified concentration of milrinone, at rates between 0.3-0.75 mcg/kg/min, via a gemstar pump. After an unspecified length of time, it was reported that the tubing set "broke at the proximal end of the tubing set where the tubing meets the filter." The customer contact reported that the tubing was clamped until a replacement tubing set and a new solution container were delivered to the pt's home by the user facility. It was reported that there was a delay in critical therapy of 2-3 hours before the tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
User facility voluntary medwatch report was received on 07/30/2012. FDA access number (B)(4). The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.